Event description:
While orthopedic spine surgeon was applying the mtf putty to the operative area, the glass syringe got caught on the previously placed lumbar (screw heads) instrumentation. The glass syringe containing the putty broke and pieces of it (shards) shattered into the operative site. The surgeon then removed and washed the pieces. The size of the glass that was separated from the body of the syringe was approximately the size of a pencil eraser.